Event description:
During a pcl (posterior cruciate ligament) repair procedure using a biosure ha, 9mm x 35mm screw, it was reported that the device broke. As the surgeon screwed in the device, he heard a cracking sound. He quickly removed the screw driver and noted that the tip was broken off. The remainder of the screw was still attached to the screw driver. The screw tip remains in the patient's bone. The site was prepared with a starter screw. The physician used a hamstring graft size 8 and the tunnel size was an 8. The procedure was successfully completed with another biosure ha screw placed in the same site. The patient¿s bone quality was good and hard. The patient¿s condition post procedure was reported as okay. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 9x35mm biosure screw was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the screw is broken off. The broken portion was not returned. Dimensional assessment of the screw's major diameter confirmed it meets print specification. As reported, the patient had hard bone. The instructions for use states: "in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ a review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).